Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was high. The customer reported that the last 2 boxes were having issues. The plastic and the cannula in the body bent. The customer stated she used 5 sets. The customer put one in yesterday in the morning. It didn¿t work all day at work and my blood sugars went up to 500mg/dl-600mg/dl. The customer reported that this morning she felt sick and blood sugar was up to 359mg/dl. This one was not bent but the customer put another one in. The customer went to lunch about an hour ago and tried to give her some insulin, it said no delivery. The customer had been taking insulin through manual injections. The customer¿s last blood glucose was 298mg/dl. The customer was out shopping so it was unable to troubleshoot pump at time of call. The customer was assisted in performing a 5.0 unit fixed prime. Customer states the insulin exited. Customer was unable to remove set at this time to test site portion of infusion. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The correct information has been provided with this report.